Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated a polarity switch. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized after having a syncopal spell. It was unsure whether the syncope was caused by a lead issue or the fall caused the lead issue. Upon interrogation, the right ventricular lead had high, undefined impedance and no capture at maximum outputs. The lead had also had a polarity switch. In addition, there was a fifteen second pause noted caused by oversensing. The lead also had a possible fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.